Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/lobectomy. According to the reporter, during a thoracic/lobectomy procedure, two devices were used for the same surgery, one was used for camera port. The subject port hit with the camera port and got a triangle shape hole in somewhere. A small piece of broken part was retrieved from cavitas thoracis but not all of them could be found. Patient was irrigated but there was no piece was found in drain water. Patient had CT scan, nothing like port material was inside water. Patient is fine. Operating time extended: more than 30 min. Pieces fell into the cavity and could be retrieved. No bleeding. No patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one trocar opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The distal end of the threaded sleeve was chipped. The condition of the instrument precludes functional testing. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and reassessed at that time.